Event description:
It was reported that a patient underwent a mastectomy on (B)(6) 2013 and topical skin adhesive was used on the breast incision. In (B)(6) 2013, the patient complained of itching on and around the wound. On (B)(6) 2013, the patient developed rash, swelling and itching. The patient also developed inflammation. The patient was prescribed (B)(4) ointment difluprednate and xyzal. On (B)(6) 2013, a patch test was performed and the patient reacted against topical skin adhesive. The symptoms have not yet resolved. No further information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.